Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a sweep speed issue in room 1 where host station (B)(4) and flex cardio fc2010 rev-c (B)(4) were in use. There was no reported patient impact / injury.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.